Event description:
It was reported the patient's lead had migrated. The physician undertook surgical intervention and decided to place one new lead, and did not reposition the existing lead. It was reported the patient was satisfied, and was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.